Manufacturer narrative:
This report is submitted on july 6, 2021.

Event description:
Per the surgeon, the patient developed an ulcer, and experienced infection and skin necrosis, at the wound site. The recipient was hospitalised for the explant of the device, on (B)(6) 2021. The patient was reimplanted with a new device on the contralateral ear.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 16, 2024.